Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 19ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. White cap portion of the y-site valve housing appeared deformed. It was flattened on one side. Microscopic inspection of the valve housing revealed a roughened surface within the flattened region. The deformation caused gaps in the sealing surface between the clear housing and the white cap. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, leakage was observed emanating from the mal-formed y-site valve housing. The observed leaking was caused by the poor connection between the clear housing and the white cap of the valved y-site assembly. The poor connection was caused by the observed deformation, which appeared to have occurred during y-site manufacturing. The y-site assembly is a supplied component and the supplier has been notified of this event.

Event description:
It was reported that the huber needle set was being used to access powerport and after insertion, the extension was flushed with normal saline. When flushed, the tubing leaked at the y-site where the clear plastic is secured to the white cap. It was removed and a new set was used without incident. The patient was poked twice related to this incident. On september 17th, the sales rep added that it appeared that the extension tube was not properly glued/attached.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asens0039 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the huber needle set was being used to access powerport and after insertion, the extension was flushed with normal saline. When flushed, the tubing leaked at the y-site where the clear plastic is secured to the white cap. It was removed and a new set was used without incident. The patient was poked twice related to this incident. On september 17th, the sales rep added that it appeared that the extension tube was not properly glued/attached.